Manufacturer narrative:
Device was used for treatment, not diagnosis the part/lot numbers that were returned are; ten intact screws; 413.380s lot no. 8512283, 413.385s lot. No. 8505825, 413.385s lot. No. 7919264, 413.390s lot. No. 8293155, 413.365s lot no. 8513665, 413.340s lot no. 8513862, 413.340s lot no. 8405458, 413.340s lot no. 8511582, 413.336s lot no. 8423767, 413.342s lot no. 8300666. Synthes cannot identify which one of the returned devices is the complained device investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that a distal femoral locking compression plate (lcp) broke post operatively. The original operation was performed for a subtrochanteric femoral fracture with a non-synthes nail device and subsequently the patient was diagnosed with a non-union. The non-synthes device was removed, bone defect was repaired. A competitors device was used for the space of the bone head created by a lag screw. An internal fixation was done with the distal femoral lcp left nine hole, after shaping by the physician. The patient was able to walk post operatively; however, following a fall at night, plate breakage was noted. On (B)(6) 2014, the broken plate was removed and a femoral hemiarthroplasty was done. On (B)(6) 2014; full weight bearing was started. Half of the full weight bearing was omitted due to patient condition. This report is for 2 of 2 complaint (B)(4).

Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the green anodized screw is made of (B)(4) (titanium alloy). The examination of the raw-material inspection sheets of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the implant is in compliance with the international standards iso 5832-11 and astm f1295 for implants made of (B)(4). The dimensions of the investigated screw were also checked and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The fracture characteristics are macroscopically visible and indicate fatigue breakage. The crack started at the circumference of the core diameter of the screw and ran into the material. Fatigue striations were identified at the crack propagation zone and over the entire fracture surface. Scanning electron microscope (sem) observations showed that the screw failure was caused by fatigue and overload. Base on the topography of the fracture surfaces, it can be concluded that the implants were subjected to low dynamic bending loads. Constantly alternating bending loads/load cycles (during walking) led to the fatigue of the material, then to multiple cracks (screw only one crack observed) and finally to fatigue forced fracture of the implants. The implants could not resist the applied force which finally led to the material overload/fatigue failure. It is assumed, that the final breakage of the implants occurred during the patients fall. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.